Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark) and 6fr non-penumbra sheath. It was reported that the benchmark was flushed prior to use in the procedure. During the procedure, after advancing the benchmark into the patient, the physician noticed the benchmark to be leaking near the hub. Therefore, it was removed. The procedure was completed using another catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark revealed a fracture near the hub beneath the strain relief. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations along the distal shaft and bends along the length of the device. This damage may have been incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.